Event description:
It was reported that the ambulance was called due to customer's low blood glucose levels of 29mg/dl. It was also reported that the customer was having issues with sensors. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.